Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the tray part and lot number combination. Review of the device history records and/or a lot specific complaint database search for the cement was not possible as the part and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for loose tibial tray, cement failed on bone interface. Cement mfg by depuy.